Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more rate non-sustained tachycardia high rate episodes. Beginning (B)(6) 2016 the ventricular sensing integrity counts were up to 6289 and ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016 the maximum right ventricular capture threshold measured 1.5 volts up from a trend of 0.875-1.125 volts. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was an alert on the right ventricular lead due to high sensing integrity counters and noise. The lead also has a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.